Event description:
Per the audiologist, the patient's primary flange fixture with abutment fell out three days post-op when her mother attempted to remove the healing cap. The patient was bilaterally implanted with sleeper fixtures on both sides. The contralateral side is reportedly healing "well".

Manufacturer narrative:
This is a final report, filed december 03, 2008.